Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrs. D10: date of concomitant therapy is 14-july-2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part:04.211.016s. Lot:9l17848. Manufacturing site: werk selzach. Supplier:früh verpackungstechnik ag release to warehouse date:16 mar 2022. Expiration date: 01 mar 2032. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.016. Non-sterile lot # 648p105. Manufacturing site: werk selzach. Supplier: synthes USA hq, inc. Release to warehouse date:07 feb 2022. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the products in question. On an unknown date, the olecranon implants were removed as bone fusion was achieved. During the procedure, it was found that two of the screws were difficult to remove. One of the screws broke immediately upon turning the screw. The other screw broke when the entire plate was being turned while attempting to remove the screw. Patient outcome is stable. No further information is available. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 1 of 2 for (B)(4).